Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
A report was received that during exchange of heartmate ii pump to hvad pump, air was noted in the left ventricle upon starting the pump. Powers increased to 8.5 watts at speed of 2,500 rpm. Air was cleared. Flows settled down to 5.7 watts upon leaving the operating room (or). Powers remained persistently high for the next 48 hours. Lactate dehydrogenase (ldh) was noted to be elevated. Controller log files were sent. Preliminary log file analysis confirmed power consumption above normal operating range. Power began to rise again to 6.6 watts. The patient did not exhibit any symptoms at the time of the high power. The patient was on heparin and coumadin had not yet been started. The patient was taken to the operating room for a hvad-hvad pump exchange on (B)(6) 2017. The power had increased to 7.5 watts at the time the patient was taken to the operating room. The patient was reported to have tolerated the exchange well and powers returned to expected range following the exchange. The explanted pump was inspected by the surgeon and a clot was visualized on underside of impeller. The medical team believes that the event is related to the device. It was last reported that the patient remains hospitalized in stable condition. Of note, that patient had the heartmate ii pump exchanged due to a driveline and pump pocket infection. The patient had dropped his controller in the summer of 2016. Drainage was observed at the exit site, but he did not disclose this to anyone. He had an abdominal abscess which spontaneously ruptured and he was brought in to the hospital, where the decision was made to exchange the hmii to hvad. No further information was provided.

Manufacturer narrative:
Hw28598 was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption on (B)(6) 2017 followed by another increase in power on (B)(6) 2017 to parameters outside the normal operating range. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing and dimensional verification. Independent pathology report revealed evidence of thrombus within the pump. Of note, it was reported that explanted pump was inspected by the surgeon and a clot was visualized on underside of impeller. Also, the medical team believed that the event was related to the device. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of- hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that during exchange of heartmate ii pump to hvad pump, air was noted in the left ventricle upon starting the pump. Powers increased to 8.5 watts at speed of 2,500 rpm. Air was cleared. Flows settled down to 5.7 watts upon leaving the operating room (or). Powers remained persistently high for the next 48 hours. Lactate dehydrogenase (ldh) was noted to be elevated. Controller log files were sent. Preliminary log file analysis confirmed power consumption above normal operating range. Power began to rise again to 6.6 watts. The patient did not exhibit any symptoms at the time of the high power. The patient was on heparin and coumadin had not yet been started. The patient was taken to the or for a hvad-hvad pump exchange on (B)(6), 2017. The power had increased to 7.5 watts at the time the patient was taken to the or. The patient was reported to have tolerated the exchange welland powers returned to expected range following the exchange. The explanted pump was inspected by the surgeon and a clot was visualized on underside of impeller. The medical team believes that the event is related to the device. It was last reported that the patient remains hospitalized in stable condition. Of note, that patient had the heartmate ii pump exchanged due to a driveline and pump pocket infection. The patient had dropped his controller in the summer of 2016. Drainage was observed at the exit site, but he did not disclose this to anyone. He had an abdominal abscess which spontaneously ruptured and he was brought in to the hospital, where the decision was made to exchange the hmii to hvad. No further information was provided.